Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear 3-4 lead 50 cm, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 16552971/16869727.

Event description:
The patient underwent an explant procedure due to spinal cord stimulator was not working. All explanted device components will not be returned. No further information has been obtained despite good faith efforts.